Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after a coil interventional procedure. Reportedly, a suture break occurred during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the initially reported suture break during knot advancement with the suture trimmer was referring to the whole suture coming out of the anatomy during knot advancement with the suture trimmer. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis observations indicate the suture knot was likely pulled from the vessel due to friable tissue during knot advancement and/ tightening attempt. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1562 was removed and code 2616 was added.